Event description:
Customer reported high blood glucose of 460 mg/dl. Customer stated she treated for high blood glucose. Customer required assistance to set up replacement pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.